Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to overcorrecting for an earlier bg level and not being able to hear low bg alerts, which had been set to vibrate. Reportedly, low bg level caused customer to pass out and required the aid of first responders, though the nature of the assistance was unknown. Customer then went to the emergency room (ER) where they were treated with an unspecified fluid treatment. Customer was released from the ER later that day. During the course of troubleshooting with tandem technical support, it was found that customer was using cartridges and insulin beyond labeling. Tandem technical support provided off-label messaging and customer acknowledged. Tandem technical support also assisted customer in adjusting alert volume settings to high.